Manufacturer narrative:
The production device history record (DHR) for this iabp unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. There was no reported malfunction of the involved iabp and the model and serial number has not been provided to us by the customer. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during unspecified intra- aortic balloon pump (iabp) therapy, intra-aortic balloon catheter (iabc) was inserted on saturday, (B)(6) 2019 at 12.30 a.m. In an obese, diabetic patient with aortic calcification. At 6:19 a.m. The iabp generated helium leak alarm and at 10:30 am, the medical staff attempted to withdraw the balloon without success. With x-ray , the doctor saw the balloon thrombus in aorta. The doctor made punctures to try to empty the balloon catheter blocked in aorta. A lasso was used to catch the iabc and after a thrombuster. A vascular surgeon refused to open the aorta. The surgeon made two iliac stenting and aorta stenting to avoid a complete aortic obstruction. This resulted in ischemia of the lower limbs by occlusion of the terminal artery by the balloon. There was finally a rupture of the shaft of the balloon with a piece of balloon remaining in the aorta. An arterial closure by surgery was performed in the operating room. There was no reported malfunction of the involved iabp; however, it is not known if the customer attributes the patient death to the iabc or the iabp device. Additionally, it was reported that the patient was in intensive care and had to be transfused. The doses of presser amines were increased. Please refer to related mfg report number 2248146-2020-00011 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and checked for blood in the tubing. The stm did not find any blood in the machine. The stm performed preventive maintenance (pm) with all calibration, functional and safety tests on iabp. The iabp was returned to customer and cleared for clinical use. The full name of the event site noted in block e1 is les hopitaux de chartres direction des travaux.

Event description:
It was reported that during use of intra- aortic balloon pump (iabp) therapy, the cardiosave intra-aortic balloon catheter (iabc) was inserted on saturday, (B)(6) 2019 at 12.30 a.m. In an obese, diabetic patient with aortic calcification. At 6:19 a.m. The iabp generated helium leak alarm and at 10:30 am, the medical staff attempted to withdraw the balloon without success. With x-ray , the doctor saw the balloon thrombus in aorta. The doctor made punctures to try to empty the balloon catheter blocked in aorta . A lasso was used to catch the iabc and after a thrombuster. A vascular surgeon refused to open the aorta. The surgeon made two iliac stenting and aorta stenting to avoid a complete aortic obstruction. This resulted in ischemia of the lower limbs by occlusion of the terminal artery by the balloon. There was finally a rupture of the shaft of the balloon with a piece of balloon remaining in the aorta. An arterial closure by surgery was performed in the operating room. There was no reported malfunction of the involved iabp; however, it is not known if the customer attributes the patient death to the iabc or the iabp device. Additionally, it was reported that the patient was in intensive care and had to be transfused. The doses of presser amines were increased. Please refer to related mfg report number 2248146-2020-00011 on the involved intra-aortic balloon (iab).